Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling when customer was trying to bolus and none of the buttons were working. The customer's blood glucose was not known at time of incident, but was 290 mg/dl prior to the issue. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The up arrow buttons did not respond due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked reservoir tube lip.